Event description:
It was reported that 13,5 cm pe/pvc extension tubing with 1 n was damaged. The following information was provided by the initial reporter: during a remote training the customer mentioned that the extensions get dented when the clamp is closed. I immediately checked this out and found that this is true. Procedure: the clamp is briefly closed and then opened again. Where it was closed, there is now a indentation in the extension hose. Even after 3 hours the indent remains.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20d13-tnv. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. D10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. H6: investigation summary: one pb1201ncm from lot 20d13-tnv was received in open packaging for investigation. A visual inspection confirmed the customer's experience as there were observable indentations in the tubing. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. They confirmed the observed indentation in the tubing is related to the material properties of the tubing and would not result in flow restriction or occlusion; this is deemed a cosmetic feature only and does not affect the functionality of the product. A review of the production records from lot 20d13-tnv did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Their analysis confirmed that while the indentations on the tubing can be confirmed and are caused by the clamps being closed, the tightness of the tubes is not affected and that the ¿structure of the tube is preserved and cannot lead to liquid leaks¿. Consequently, there is no occlusion risk due to the clamping with the internal diameter being unaffected. There is therefore no functional anomaly for this device. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the pb1201ncm in the past 12 months. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20d13-tnv. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 13,5 cm pe/pvc extension tubing with 1 n was damaged. The following information was provided by the initial reporter: during a remote training the customer mentioned that the extensions get dented when the clamp is closed. I immediately checked this out and found that this is true. Procedure: the clamp is briefly closed and then opened again. Where it was closed, there is now a indentation in the extension hose. Even after 3 hours the indent remains.